Event description:
It was reported that several cartridges were damaged interrupting insulin delivery. Specific location was not provided. The customer experienced an elevated blood glucose level displayed as "high", specific value was not provided. Customer addressed bg by administrating a manual correction injection. Customer loaded a new cartridge to address the issue.